Event description:
Pt stated that she was going to do her second infusion for the week earlier this morning around 8am and was having trouble with the pump. She said she had everything set up but infusion wouldn't start. She took the syringe out, placed it back in and tried to rewind the pump but it wasn't making the wind-up noise she normally hears and the syringe spit out. She put the syringe in the fridge and went to work. Initially recommended to try to do manual push of med since no volume was lost and still within 8hr time frame but patient placed syringe in fridge and we have no stability data on cutaquig once placed in fridge after being at room temp. Advised I will reach out to md to see if they want to provide makeup dose or if she should skip this second dose and resume normal schedule next week (sunday). No further questions for rph. No further information provided. Serial number (B)(6). 1. Did the reported product fault occur while in use with the patient? Yes. 2. Did the product issue cause or contribute to patient or clinical injury? No. 3. Is the actual device available for investigation? Not reported. 4. Did we replace the device? Yes.